Event description:
Plaintiff was employed as a registered nurse and wore and was exposed to latex gloves made by various mfrs. Plaintiff alleges experiencing the following symptoms: respiratory problems, including anaphylactic reactions, and related and mental and emotional distress.